Event description:
The MFR's rep reported that the pt experienced an adverse reaction to prialt and was admitted to the psychiatric ward of the hosp. Specific pt symptoms were unknown. Several attempts have been made to obtain add'l info without success. No pt identifiers were provided at the time of the initial report.